Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump exposed to water would not power on, presented with a black screen, and was not dosing; the patient attempted mobile app connection and troubleshooting without success, consistent with a device problem related to moisture damage and involving the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with leakage at or involving a seal, aligning with moisture-related damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.